Event description:
Device issue: failure to deploy-thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment, resistance was felt and exchange sheath splitting could not be completed. The device was removed by inserting a dilator into the access ports that unlocked the clip delivery tubeset and the thumb advancer enabling them to be retracted proximally. The safety release was activated retracting the locator wings, which released the device from the tissue tract. Manual compression was applied to achieve hemostasis. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.